Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/6/2021. Additional h6 component code: g07002 - device not returned. Additional information was requested and the following was obtained: name of index surgery? Please specify type and location of fracture? Suture of fracture operation wound. The following information was requested but unavailable: the patient demographic info: weight, bmi at the time of index procedure? Lot was reported as 20190920, it is more as a date. Please provide a product code and valid lot number? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Other relevant patient comorbidities/concomitant medications? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What was used for re-suturing? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Was the inflammation and erythema resolved after suture removal? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint pc (B)(4) to date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Name of index surgery? Please specify type and location of fracture? Lot was reported as 20190920, it is more as a date. Please provide a product code and valid lot number? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Other relevant patient comorbidities/concomitant medications? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What was used for re-suturing? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Was the inflammation and erythema resolved after suture removal? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown fracture surgery on (B)(6) 2020 and the suture was used. The next day after surgery, the patient experienced erythema and post-op inflammation on the wound. The doctor removed the suture and used another one to re-suture the wound. Additional information has been requested.